Manufacturer narrative:
Continuation of d10: product ID dvpa2d4 ICD implanted: (B)(6) 2024 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased. It was reported that the right ventricular (rv) lead had exhibited oversensing and a lead warning was triggered for out of range (oor) pacing impedance. Additional information related to the cause of death was requested and not received. The disposition of the lead remains unknown.

Manufacturer narrative:
Correction: b5; d1; d3; d4; d10; h2; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the intensive care unit with atrial tachycardia/atrial fibrillation (at/af), the patient passed away one week later. Additional information related to the cause of death was requested and not received.